Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:30pm the patient alleged obtaining readings of "383 and 390mg/dl" on the lfs meter. It is unclear how much time passed in between the readings. The patient reported using novolog insulin pump therapy to manage his diabetes. The patient reported on (B)(6) 2012 at 10:30pm, he had 2 extra units of novolog insulin in response to the high readings. The patietn reported 5 hours later, he had symptoms of "passed out and sweaty" which he associated with low blood glucose. The patient reported on (B)(6) 2012 at 4am, he was treated by emergency medical services (ems) with a glucagon injection. The patient reported on (B)(6) 2012 at 4:15am, readings of "140-150 and 180mg/dl" was obtained on the paramedics' meter. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he administered more medication than usual, developed symptoms suggestive of severe hypoglycemia and required treatment from ems.

Manufacturer narrative:
Follow-up # 1 (02/06/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was found to function properly. The primary complaint was not confirmed. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.